Event description:
On (B)(6) 2011, the lay-user/reporter contacted lifescan (lfs) (B)(4) alleging that the onetouch ping meter is giving a pc message on the screen. The patient could not continue pass the pc message display and could not test his blood glucose at the time of concern. This complaint is classified based on the documentation of the customer care advocate and the follow-up information obtained. The patient manages his diabetes with an insulin pump system and tests his blood glucose 6 times per day. The issue began on the morning of (B)(6) 2011. The patient was not able to obtain his blood glucose reading on the subject meter or any other meter at the time. The patient was away in a summer cottage and could not obtain any meter. Two hours later, the patient reportedly started to have symptoms of "extreme thirst and frequent urination." The patient promptly took unknown amount bolus insulin to manage his diabetes at the time of concern. His symptoms abate after one hour of treatment. The patient attributes his symptoms to the many activities he participated in and the junk food he consumed at his summer cottage. During troubleshooting, the customer care advocate noted there was no evidence of product misuse. The issue was not resolved during training. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hyperglycemia after the issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k082590.